Event description:
On 03-dec-2025, penumbra inc. Became aware of a journal article titled, "computer-assisted vacuum thrombectomy using lightning 12 and lightning flash 16 in acute proximal lower extremity deep vein thrombosis" (gonzalez-urquijo et al. 2025). In this single-center retrospective study, twenty-four patients with iliocaval or iliofemoral deep vein thrombosis (dvt) underwent thrombectomy procedures using an indigo system lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12), or an indigo system lightning flash aspiration tubing (flash tubing) and an indigo system flash aspiration catheter (flash catheter) between january 2023 and september 2024. It was reported that 4 patients who underwent procedures using the lightning and 7 patients who underwent procedures using the flash tubing also required a blood transfusion. It was also reported that the median blood loss in the 6 patients who underwent procedures using the lightning was 800 ml and 700 ml in the flash tubing procedures, respectively. It was also reported that two patients who underwent dvt procedures with the cat12 and flash catheter, respectively, experienced extension of a preoperative pulmonary embolism without hemodynamic sequelae defined as asymptomatic thromboembolisms, likely due to thrombus manipulation during the procedure. It was reported that these events did not result in clinical sequelae. The relationship between the use of the penumbra devices and the adverse events was not specified.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. After multiple attempts, penumbra was unable to obtain enough device information to identify the catalog or lot number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the catalog number or lot number for this device, the unique device identifier (UDI) cannot be determined.